Event description:
There was no reported patient impact associated with this complaint. On (B)(6) 2012, the patient and her father contacted animas alleging that the subject pump was not keeping accurate records of the bolus delivery. The patient informed customer support that the issue started a few days prior. At the time of troubleshooting, the patient reported that she had programmed and delivered a 4 unit bolus; however, no record of the bolus was recorded in the pump's bolus history. On (B)(6) 2012, review of pump history revealed a breakfast bolus displayed on tdd (total daily delivery), but did not appear on bolus history. On the same day, bolus history displayed a lunch and dinner bolus; however, those boluses were not displayed in tdd. At the time of the call, the patient and/or her father confirmed the date and time were correct in the pump and confirmed the pump had not rebooted. The alleged issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.